Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's right eye due to dysphotopsia. An incision enlargement was required.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.